Manufacturer narrative:
The affected device was manufactured in october 2007 and was available for investigation at the dräger repair shop. The logbook shows that the error codes a008 and a018 occurred. Code a008 indicates that the device has detected an unacceptable deviation between the measured blower speed and the set blower speed during operation. The code a018 indicates an error regarding the pressure measurement. The device analysis found that the cause of the error behavior was a faulty elco circuit board and a loose connector on the high-pressure oxygen control board. The device generated the optical and acoustic alarm "device fault" with high priority as specified. In response to error a008, the device stops ventilation and opens the emergency breathing valve to allow the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be required. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator displayed a device error during use and restarted repeatedly. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a final-report.

Event description:
It was reported that the ventilator displayed a device error during use and restarted repeatedly. No patient injury was reported.